Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after clamping during a laparoscopic appendectomy, the device stopped in the middle of the firing and jaws could not be opened as well. The jaws were able to be opened by using a manual adapter tool. It was stated that the knife had not reached the appendix so the there was no problem with the tissue. The procedure was completed with a manual handle and a new reload. There was no patient injury.